Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The packaging coil and hoop were also returned. The results of the investigation concluded that the shaft had been fractured and separated at two location, with subsequent fracture of the microcables; the corewire remained intact and had been exposed. It was noted that the corewire had been kinked and the shaft had been kinked at the location of the fractures. There was also a partial fracture noted at a kink at the coated proximal tube (shaft). The combined length of the three shaft sections is consistent with no missing material from the guidewire assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal loss is consistent with the guidewire damage. The cause of the guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, when the device was removed from the patient's anatomy, the transmitter light was blinking amber and it was noticed the device was bent and the jacket was separated from the inner core. There were no adverse patient consequences.